Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 43 mg/dl. During troubleshooting the customer stated that she felt fine. She did not specify how she treated for the low blood glucose. The customer stated that the insulin pump was not over-delivering; however, the insulin dripped from the insulin set before connecting at their site. Additionally, the insulin pump status screen displayed 25 units remaining in the insulin pump when there was actually approximately 40 units left in the reservoir. The device programming was accurate. The insulin pump was not returned for analysis.